Event description:
During review of old aida files (f/u on (B)(6) 2006) the physician detected an aalsafer pause episode, which seems to be abnormal. The switch to ddd occurs surprisingly after 4 non-conducted atrial paced events and not after 2 events.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: device worked as specified.